Event description:
It was reported that the pulse generator exhibited backup operation. After a software download, the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).